Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced a hyperglycemic event but no specific symptoms were reported. A fingerstick was taken by the mother and the cgm reading was 128 mg/dl, and the blood glucose reading was 330 mg/dl. The patient was brought to the hospital by her mother. The patient would have experienced diabetic ketoacidosis. The patient was treated with insulin and ¿salt¿ water (route unknown but most likely intravenous). At the time of the report the patient was stable but was still in the hospital and the plan was to be discharged on the (B)(6). No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.